Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe (instrument) could not cut during posterior vitrectomy surgery. The procedure was completed on same day but it was not known how the surgery was completed. There was patient contact with suspect product but no information about any patient impact.